Event description:
Upon insertion, after cleaning, the silverhawk became stuck in the sheath. The physician could not remove it, and had to cut sheath while it was still located in the groin, to remove the silverhawk.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Additional information has been requested. Should it become available, a supplemental report will be submitted.